Event description:
It was reported that cartridge alarm 20 occurred on multiple dates while customer used pump with specific cartridge lot. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge, was able to successfully resume insulin therapy, and issue was considered resolved, with no additional information provided regarding further outcomes.